Manufacturer narrative:
The device was received and sent to the original equipment manufacturer (OEM) for evaluation. There was a relationship found between the returned device and the reported incident. Evaluation of the device by the OEM found the unit failed testing. Upon disassembly it was noted that worn components were causing friction inside of the unit and the wires on the lohet were exposed. The complaint was confirmed and per the OEM the root cause was determined to be wear from use. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that the device was getting too hot. No patient injury or complications were reported.